Manufacturer narrative:
Clinical review. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted antibiotic therapy. Per the pdrn, the cause of the event was touch contamination, and was unrelated to the liberty select cycler, liberty cycler set and/or any other fresenius device(s) or product(s). Based on the information available, the liberty select cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence a liberty select cycler or liberty cycler set product malfunction or deficiency caused or contributed to the serious adverse event(s) experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported a patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt), was diagnosed with peritonitis. Upon follow up, the (pdrn) confirmed the patient was actively being treated for peritonitis with intraperitoneal antibiotic; (drug, dose, frequency and duration not provided). The (pdrn) confirmed the patient is being treated as an outpatient and did not require hospitalization. The reported cause of the event was touch contamination (specifics not provided), and unrelated to any fresenius device(s), drug(s) or product(s). The patient was prescribed and treated with an unknown course of antibiotics. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient had a relapse of peritonitis. The pdrn stated the patient was initially diagnosed with peritonitis a month prior and was hospitalized. The patient was discharged after three days. The pdrn stated that the pd effluent culture taken on approximately a month apart resulted in staphylococcus epidermis. The patient was treated with ancef. The pdrn confirmed that the peritonitis was recurrent. The patient has recovered. The cause of peritonitis was unknown.

Event description:
Additional information was received. A culture test was performed, which confirmed growth of staphylococcus epidermis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set product issue caused or contributed to the event. Based on the available information, the patient¿s peritonitis is associated with a breach in aseptic technique. The patient¿s pd effluent grew staphylococcus epidermis twice which is an organism commonly found on human skin and a well-known source of peritonitis caused by touch contamination during the pd procedure.